Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported info.

Event description:
On an unknown date, it was reported that the 5 pins had too small rubber o-rings and therefore the pins could not be held properly in the pin carriers. The product problem was found during the incoming inspection of goods by the distributor. There was no patient contact or patient injury.